Event description:
A valiant stent graft was implanted for the endovascular treatment of a 5.5 mm in diameter thoracic aortic aneurysm. The proximal thoracic aorta at implant was 38 mm in diameter, currently it is 50 mm in diameter. The degree of angulation of the aortic arch at implant and currently is 40 degrees. Vessel tortuosity and calcification in the thoracic aorta is mild to moderate. It was reported that the patient returned for a routine follow up and a cta review noted a proximal type ia endoleak. The proximal type I endoleak was due to dilatation of the proximal aorta at level of the subclavian artery. There was also distal dilatation noted without an endoleak. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).